Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a charge circuit timeout with end of service (eos). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Hybrid analysis confirmed that the device incurred charge time out with the original device battery. The device provided 35 joule charges with nominal charge times when using an external supply. Battery analysis revealed no internal battery shorting. The device and battery met longevity projections prior to a ventricular tachycardia storming event. If information is provided in the future, a supplemental report will be issued.